Manufacturer narrative:
No blank display noted. After battery installation unit gave a full segment display anomaly due to faulty x2 at interface board. No unexpected audio/beep anomalies were noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify e13 alarms due to full segment display. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corners.

Event description:
The customer reported via phone call that the insulin pump's display was blank. Blood glucose level at the time of the incident was 185 mg/dl and treated with manual injection. Customer was changing the reservoir and knocked the device on the floor. The insulin pump had an alarm and made a high pitch squealing sound. Customer was not able to finish troubleshooting due to blank display. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.